Event description:
It was reported that when using the bd pyxis¿ medbank mini cubie lid was failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cubie lid was failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie failed to open for oxycodone bin. A technical support specialist explained the process and workflow that should be followed, advised the customer to open the lid and remove the medication, informed that the pharmacy needed to provide replacement due to broken cubie, and assisted the customer in de-assigning the medication and releasing the cubie using cubie admin to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.